Manufacturer narrative:
H11: philips received a complaint by the customer on the v60 indicating that during preventative maintenance, the devices log had an error code 1104 backup alarm failed message and had replaced the cpu board and is requesting software options codes to be installed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer had replaced the cpu pcba board and installed avaps, cflex, ramp and hft options to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that during preventative maintenance, the devices log had an error code 1104 backup alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer replaced the cpu pcba board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.